Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.9. Inratio: 2.2. Patient thinks her therapeutic range is 2.0-2.5 inr.

Manufacturer narrative:
Investigation pending.